Manufacturer narrative:
(B)(4). Date sent: 7/1/2025 b3: publication year of 2019 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204 this report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: analysis of the application of the focus ultrasonic knife during thyroid cancer surgery author(s): bai bo citation: china medical device information article number: 1006-6586 (2019) 19-0126-02, pages 126-127 the aim of this study was to explore the application value of the focus ultrasonic knife in thyroid cancer surgery. A total of 64 patients who underwent surgery for parathyroid cancer who were admitted from march 2013 through september 2018. These patients were randomly assigned, on a blinded basis, to 32 patients (16 male and 16 female; mean age of 49.52 ± 4.24 years) in the control group and 32 patients (17 male and 15 female; mean age of 48.79 ± 4.32 years) in the observation group. The control group was treated with conventional electrocutaneous surgery, whereas the observation group was treated with a harmonic focus clamp ultrasonic knife system (manufactured by johnson & johnson). Reported complications include parathyroid damage (n=1) and postoperative infection (n=1). In conclusion, the use of the focus ultrasonic knife for thyroid cancer surgery is safe and effective.